Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm micl13.2; -8.50 diopter implantable collamer lens was implanted into a patient's right eye (od) on (B)(6) 2022 as a replacement lens to a previous low vaulting claim. It was reported "vault is better but still not what have expected with 11.2 pentacam reading and 13.2 lens". Although it was also reported the patient is very happy and reading vision improved. Lens remains implanted.

Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm micl13.2; -8.50 diopter implantable collamer lens was implanted into a patient's right eye (od) on (B)(6) 2022 as a replacement lens to a previous low vaulting claim. It was reported "vault is better but still not what have expected with 11.2 pentacam reading and 13.2 lens". Although it was also reported the patient is very happy and reading vision improved. Lens remains implanted.